Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call.

Event description:
It was reported that the 9600 system had a precharge error message prior to a case. No patient injury was reported.